Manufacturer narrative:
Correction: the device was not explanted as initially reported. The implanted device remains insitu. This report is submitted february 13, 2017.

Manufacturer narrative:
This report is submitted on (B)(6) 2017.

Event description:
It was reported that the patient's device was explanted (date not reported) due to an unknown reason. Additional information has been requested but not been made available as of the date of this report, (B)(6) 2017.